Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted call service alarm 088-85b3 three times. The reporter was able to prime successfully after each alarm during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 088-85b3 call service alarms on the event date. The pump rewind, load, and prime steps were completed with no duplicated alarms. The pump was exercised for 24 hours with no duplicated alarms. The pump case was removed, and no evidence of moisture ingress was observed; however, an internal component was found disconnected from the printed circuit board.